Manufacturer narrative:
Updated result code information. The investigation analysis confirmed that root cause was traced to the defective inspiration block - o2 pressure limiter. There was no update from the customer after the repair.

Manufacturer narrative:
Vyaire file identification: any additional information received from the customer will be included in a follow-up report. Other - the customer reported gas path test results received and the regulator is leaking. Complete inspiration block needs replacement.

Event description:
The customer reported that alarm 388 - no o2 dosing possible is active on this unit. The patient was removed from this ventilator, ambu bagging was performed and the patient was transferred to another ventilator. There was no patient injury or harm associated with this event reported.